Event description:
It was reported that the device could not be turned on. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a failure of the front panel keypad assembly. After replacing the keypad assembly, proper operation was confirmed and the device was returned to the customer.